Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to login into station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) spoked with customer, and he confirmed that the information technology (it) added 100 gigabytes (gb) to the e: drive, increasing the total available space to 200 gb, after which functionality was restored. Then the customer confirmed that users were again able to dial in and successfully log in. The system functioned as intended after the customer resolved the issue.